Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 11:30am with blood glucose of 378mg/dl. Customer current blood glucose was 186mg/dl and at 1.30pm it was 240mg/dl. The customer experienced symptoms such as dizziness, nausea and headache. The customer was treated with manual injection. Customer was ready to perform troubleshoot for high blood glucose. Customer states that drive support cap was normal and air bubbles or leaks are absent. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.